Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump receive pump error alarm,power loss alarm and failed battery alarm. Customer reported that they were able to clear the alarm successfully and alarm occurred immediately after a battery change. It was also reported that insulin pump received low battery alarm. No harm requiring medical intervention was reported. The insulin pump will no be returned for analysis.